Event description:
It was reported to rhytec, inc. That a pt experienced what was described as a "keloid" or hypertrophic scar after a portrait psr treatment. The condition has required medical intervention in the form of kenalog treatment and add'l non-invavsive dermatology procedures. A clinical education rep visited the treatment facility site, examined the pt and in her clinical opinion, the cause of the event could not be determined. A decision to file an medical device report was made based on those findings.

Manufacturer narrative:
A visual examination of the pt at the treatment facility could not determine an exact cause of the event.